Event description:
Sorin group (B)(4) received a report that , during priming, the s5 roller pump stopped and the display went blank. Attempts to power cycle the pump did not solve the problem. Flow was reestablished by moving the power cable to a different outlet in the e/p pack. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that during priming, the s5 roller pump stopped and the display went blank. Attempts to power cycle the pump did not solve the problem. Flow was reestablished by moving the power cable to a different outlet in the e/p pack. There was no report of pt injury. The investigation is ongoing. A f/u report will be filed when the investigation is completed.